Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity and that pt could no longer feel magnet mode stimulation. Epileptologist swiped the pt's device with the magnet and confirmed that the magnet activation was recorded in device history. Device diagnostic testing (lead test) was within normal limits, indicating proper device function; however, epileptologist indicated that normal mode test yielded some type of error message. The elective replacement indicator was no, indicating that the generator had not reached end of service. Epileptologist plans to bring the pt back in to the office and repeat device diagnostic testing with help from manufacturer in troubleshooting any error messages. Investigation to date has been unable to determine whether the increase in seizure activity is an increase above pre-vns baseline frequency or simply an increase above previous efficacy with the vns therapy.